Manufacturer narrative:
3m espe received this report on (B)(4) 2015 and has attempted to obtain patient-specific information. Since the dentist has not provided the additional information, patient-specific reporting is not possible, and this report is being made to cover the multiple patients impacted. Since this event involved three medical devices, three manufacturer reports are being submitted. This report describes the third device. Manufacturer report numbers 3005174370-2015-00113 and 9611385-2015-00097, describe the first and second device, respectively.

Event description:
On (B)(6) 2015, a dentist reported that he has had multiple cases of sensitivity leading to endodontic treatment. The patients had restorations made from 3m espe lava ultimate cad/cam restorative for cerec, which were secured with 3m espe relyx ultimate adhesive resin cement and 3m espe scotchbond universal adhesive.